Manufacturer narrative:
(B)(4). Describe event or problem - additional.

Event description:
The complaint device was returned to animas for evaluation. The device was visually inspected by animas and no cosmetic flaw was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of a permanent out of range signal was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned to dexcom for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report permanent out of range on (B)(6) 2014. Foreign patient perform paperclip reset several times and it was unsuccessful. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint transmitter device was not returned to dexcom for evaluation. The sensor ((B)(4)/lot number 5131374), being used with the transmitter device was returned for evaluation on 05/19/2015. The device was visually inspected and no defect was found. Due to the transmitter being used with the sensor not being returned, an investigation was unable to be completed to confirm the reported event of a permanent out of range signal; therefore, a root cause cannot be determined.

Manufacturer narrative:
(B)(4).